Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling and associated risk documents was completed. Iris damage is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. Iris damage is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# (B)(4). Please reference report 2032546-2026-00036 for the report of iris damage associated with device one (1) of two (2).

Event description:
It was reported that following the successful implantation of an intracameral implant in the patient's left eye (os) without issue, during a subsequent attempt to implant the first stent from a trabecular microbypass stent system, the stent was "free floating" in the eye. Per report, the surgeon removed the stent using forceps and used a back-up device to complete the procedure with "difficulty" implanting two (2) stents due to "poor" visualization. Additionally, per report, during irrigation and aspiration (I/a), a small quadrant of the iris detached which the surgeon had to "close up". The report noted that the surgeon is unsure if the iris detached during the removal of the free-floating stent or during the subsequent implantation of the stents from the back-up device. The report also noted that intraoperative visibility was compromised due to blood in the operative eye. This report references the report of iris damage associated with device two (2) of two (2).